Event description:
The user facility reported a 77yo female was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that there was continuous suction and a low pump flow during impella support. The pump was explanted as a result of the noted issue and thrombi were noted on the inflow and outflow areas. The patient was placed on a venoarterial extracorporeal membrane oxygenation (va-ECMO) for ongoing support. There was no patient harm reported.

Manufacturer narrative:
The investigation for the reported low flow and thrombus formation has been completed. The device was not returned for evaluation. However, review of the data confirmed the failure mode. About 48 hours into support, flow decreased to 1.8 l/min that triggered suction response & suction alarms. Low flow remained to the rest of the case. No other issues were found on the logs. Based on clinical description, the root cause of low flow was most likely due to biomaterial ingestion and the root cause of thrombus was most likely due to patient condition. The instructions for use provides details on how prevent thrombus formation in the pump. It states the following: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ the failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.